Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis confirmed normal battery depletion. The device was received 2.03 years after explant.

Event description:
It was reported that the patient presented in backup vvi. The patient's presenting rhythm was 67.5 ppm vvi paced. The device had not reached elective replacement indicator (eri). Further troubleshooting could not be performed. The device was removed and replaced.